Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device turned off multiple times during overnight oximetry testing. No patient impact or consequences were reported as part of this complaint.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit powered on and off using both battery and ac power. The device was placed in a burn-in oven for 4 hours and no errors occurred and the unit remained powered on. Further evaluation could not be performed due to the damaged condition of the returned device. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the device turned off multiple times during overnight oximetry testing. No patient impact or consequences were reported as part of this complaint.